Event description:
Medtronic received info that two transcatheter pulmonary valves were implanted into a previously implanted (non-medtronic) conduit. It was reported that the original conduit was stenotic, was ballooned and then pal maz stented with two 16mm support stents. It was reported that the first melody valve was very challenging to deploy through this anatomy and into the pal maz stents. Once positioned and deployed, it was found to be regurgitant. A second melody valve was then deployed within the first and functioned satisfactorily. During deployment of the first melody valve, the pt's oxygen saturation took an unexpected dip and persisted post-operatively. Subsequent CT angio revealed a tear in one of the tricuspid valve papillary muscles. The physician thought that due to the very challenging and unusual anatomy (papillary muscle encroaching on the rvot), that the muscle may have torn during the first melody deployment. The pt was returned to surgery and the original conduit along with the 2 melody valved conduits were explanted. Another conduit was successfully implanted and the pt recovered well.

Manufacturer narrative:
(B)(4). Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the valve, no conclusions can be determined regarding the function of the valve. Based on the physician's statement, the difficult pt anatomy likely contributed to the torn papillary muscle.